Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The evaluation confirmed multiple air in line alarms in the history log. The distance between the upstream pusher and upstream sensor was found out of specification. The distance has been adjusted and the upstream sensor has been replaced.

Event description:
It was reported a spectrum pump experienced constant air in line alarms during testing, where no air was present. It was also reported there was no pt involvement.